Event description:
The complaint states that "skin reaction" was reported. Date of event is an approximation. On (B)(6) 2025, it was reported via stelobot that a skin reaction at the puncture site occurred. The customer indicated, ¿I had to pull my stello off because it was hurting when I moved it there and now, I have an infection,¿ and ¿it¿s a pretty big like boil.¿ although the consumer replied ¿yes,¿ to the "harm" question on the chat, at the time of the report on (B)(6) 2025 no other details were provided. On (B)(6) 2025 in a follow up call by the tech support representative, additional details were received. The customer visited a doctor on (B)(6) 2025. At the time of the visit the infected area was the size of an apple. He was given an intramuscular antibiotic injection (unspecified antibiotic) to treat the puncture site infection. The doctor prescribed an oral antibiotic (amoxicillin 125 mg, twice a day for 10 days) and a topical ointment (mupirocin ointment 5 times a day for 10 days) which were started on 08/25. At the time of the call the antibiotics were working, and the infected area had decreased to the size of a pecan. Although the area remained red with a ¿knot¿ appearance, the area was calmer. The doctor planned further intervention the following week. After the infection had decreased he planned to incise and drain (I &d) the area. At the time of the call on 08/28 the puncture site infection remained but was subsiding and the I&d had not occurred. No data or product was provided for investigation. The allegation was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).